Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the sterility was compromised on one piece. There was no report of patient impact. The following information was provided by the initial reporter: lot 1118185 : 1 pc found damaged during repacking.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the sterility was compromised on one piece. There was no report of patient impact. The following information was provided by the initial reporter: lot 1118185 : 1 pc found damaged during repacking.

Manufacturer narrative:
H6: investigation summary two photos of two 32g x 4mm pen needles were returned, one from lot. No. 1012823 and the other from lot. No. 1118185. Visual examination of the returned photos was carried out a damaged cover was observed on the pen needle from lot. No. 1118185 and a burn mark on the cover was observed on the pen needle from lot. No. 1012823. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of the damaged cover occurred at the pick and place station during assembly. The root cause of the mark on the cover is degraded cover material which occurred upon machine startup and after the introduction of heat which is a normal part of the moulding process.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the sterility was compromised on one piece. There was no report of patient impact. The following information was provided by the initial reporter: lot 1118185 : 1 pc found damaged during repacking.